Manufacturer narrative:
Although the used device has been disposed of by the end user hospital, an investigation will be performed, including a device history review and a scar notification to be sent to boston scientific's 8cc syringe supplier. Upon the conclusion of the investigation, a follow-up medwatch will be submitted.

Event description:
As reported by customer, when performing a hand injection with an 8cc syringe, the syringe "blew off" the manifold spraying bloody contrast media solution on the physician and in the room. There was no harm to the patient. The used syringe has been disposed of at the hospital.